Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the air path foam and inlet air path and pollen filter were replaced.